Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a non-penumbra diagnostic catheter. During the procedure, with the lantern advanced in the diagnostic catheter, the lantern broke mid-shaft at the proximal end of the diagnostic catheter. Therefore, the physician used a tweezer to remove the broken lantern out of the diagnostic catheter. The procedure was completed using a non-penumbra microcatheter and the same diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was fractured at approximately 31.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a proximal shaft fracture. If the lantern is forcefully manipulated at extreme angles during use, damage such as this may occur. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.